Manufacturer narrative:
Lifescan has requested the return of the subject meter, control solution, and strips for evaluation, but has not yet received them. If either the meter, strips, or control solution are returned, lifescan will evaluate it/them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On august 15, 2007, the lay-user/reporter contacted lifescan alleging that a one touch ultra meter had an "apply sample" issue. The reporter indicated that the alleged meter issue started in 2007, in the afternoon. The patient took her usual dosages of metformin (500 mg) and glipizide (10 mg). On an unspecified date/time after the meter issue began, the patient developed symptoms of being irritable, disoriented, dizzy, and weak. The patient was not tested on another device. The reported meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient alleged she developed symptoms suggestive of hypoglycemia after the alleged meter issue began.